Event description:
Information was received from a patient receiving intrathecal morphine and fentanyl (all unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that some years ago their pump was only working great for some time and then it stopped working and had to be removed. The patient inquired about pump physician listings because it's the one thing that worked. The one they had failed and the patient stated that so instead of fighting with all this, then the patient became distracted and stated they were a little vicious lately, the pain. The patient mentioned they didn't want to worry about oral pills and thought the pump was much better for them. The patient stated the pump meds were a mix of morphine and fentanyl they believed, and stated the health care provider's location was in drury, CT. The agent confirmed after the call that the patient's pump was not included in any field action. The agent sent the physician listing via email and sent a mail request.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h828170201 implanted: (B)(6) 2012 explanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported that the patient used to be a patient, but it was removed and 'it was bad.' It was noted they wanted to find a doctor to implant another pump because 'I need another way to fight the pain.'